Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the damage to the leaflet. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The anatomical conditions were difficult due to a inverted heart, resulting in bad echo quality. One clip (91106u133) was able to be implanted, reducing mr to 2-3. A second clip delivery system (cds) (91004u144) was advanced however after several grasping attempts, the mr was unable to be reduced. The cds was retracted from the left ventricle (lv) to the left atrium (la) when it inadvertently touched the deployed clip, causing a tear in the anterior leaflet. The implanted clip was confirmed to be stable on both leaflets. The mr increased back to 4. The cds was removed and the procedure aborted. The patient will be reevaluated for surgery. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. It could not be determined user error of miss keying the device caused or contributed to the reported difficulties. The reported positioning failure appears to be due to reported poor imaging in conjunction with challenging patient anatomy. It should be noted that in the instruction for use (IFU) mitraclip system manual, stated: align the longitudinal alignment marker on the sleeve shaft with the alignment marker on the guide hemostasis valve; however, it could not be determined user error of miss keying the device caused or contributed to the reported difficulties. Lastly, the reported patient effect of tissue damage appears to be due to procedural circumstances. The reported patient effect of tissue damage as listed in the mitraclip system IFU, is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.